Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient reported that the sensor fell off with the transmitter and her insulin pump. The patient´s tandem pump fell off in the middle of the night, the tandem pump was found afterwards under her bed and sensor and transmitter was found on her blanket at home. Because of that, her blood glucose values started to increase as she was not getting insulin from her insulin pump. The patient was sleeping that time and in the morning of the (B)(6) 2022, the patient experienced a diabetic coma. She was very delirious and then lost consciousness. The patient was found unconscious by her cousin. The patient´s cousin called the ambulance and the patient was taken to the hospital. At the hospital, they took a blood glucose reading which was over 1500 mg/dl. The patient was treated with IV insulin drip and saline solution. During the hospitalization the patient also was treated with vitamin b1, baby aspirin and blood thinners because they found blood clot (there was no additional information). The patient was discharged after 11 days. The patient stated that the diabetic coma was not related to a dexcom g6 malfunction. This is being reported as the patient experienced a serious injury of a loss of consciousness and diabetic coma that required medical intervention. It is unknown how the dexcom was functioning prior to the sensor and transmitter falling off. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.